Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was hot to the touch despite being in room-temperature conditions. Reportedly, the pump was charging during the reported events. Additionally, the pump battery could not be charged without "unplugging and re-plugging" the cable into the charging port. There was no reported impact to the customer¿s blood glucose level. The customer declined follow up from tandem technical support.